Event description:
It was reported that an 8x20mm absolute pro self-expanding stent system (sess) was being used when the stent deployed itself in the wrong portion of the anatomy. No treatment was reported. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a lesion in the side branch of the right renal artery. The 8x20mm absolute pro sess faced resistance during advancement with the anatomy when the stent prematurely released partially in the target lesion. The stent was retrieved after use of a snare and surgical cutdown. The patient is fine. No additional information was provided.

Manufacturer narrative:
A visual and functional evaluation was performed on the returned device. The premature deployment was confirmed as the device was returned with the stent fully deployed and the rack was still located in the distal end of the handle indicating that the thumbwheel had not been rotated. The failure to advance was not tested as it was based on procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Because it was reported that the absolute pro was being used to treat a lesion in the side branch of the right renal artery, it should be noted that that the absolute pro instructions for use states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. Based on the reported information and evaluation of the returned unit, the resistance noted during advancement was likely the result of interaction with the anatomy. In addition, it is likely that during the attempt to advance the device against resistance, the distal sheath of the delivery system became kinked as noted on the returned unit, causing the stent to become exposed and expand from the distal end of the sheath resulting in premature deployment. The unexpected medical intervention to surgically remove the stent were related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Health effect clinical code 2687 was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an 8x20mm absolute pro self-expanding stent system (sess) was being used when the stent deployed itself in the wrong portion of the anatomy. No treatment was reported. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.